Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 29-32 mg/dl and the cause was not known. Customer was treated in the emergency room (ER) with intravenous fluids. Tandem technical support (cts) assisted the customer with a pump system check. Although no device issues were identified; customer alleged the pump was not working properly. After 16 hours, customer left the ER with a bg of 268 mg/dl in stable condition and was released into another facility. Multiple follow up attempts were made by cts and tandem clinical diabetes specialist to contact the customer to confirm pump was functioning properly. The customer did not reply.